Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer experienced hyperglycemia. Customer stated that the insulin pump had a software error detected. The customer¿s blood glucose level was 406 mg/dl at the time of the incident. The customer assisted with troubleshooting. Customer was able to clear the alarm, able to complete pump rewind. Customer stated that they perform the self test and test was passed. The insulin pump will not be returned for analysis.